Event description:
In 2008, the customer reported that they could not re-establish the 3-lead ECG waveform and had to switch to a different defibrillator. There was no report of death or serious injury related to this report.

Manufacturer narrative:
The biomed evaluated the device after the event. The device passed all testing. No event strips were provided by the customer. Note that there are several factors that may influence the acquisition of leads ECG, including skin condition (diaphoresis, excess hair) and the brand/quality of electrodes used. Note also that if leads ECG is unavailable or unreliable, the user can switch to fixed mode pacing. No add'l issues have been reported with this device. Based on the available info, we cannot determine the cause of the inability to re-establish leads ECG. There is no info that supports a malfunction occurred.